Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed that analyzed outcomes of patients who underwent laparoscopic distal pancreatectomy using a slow firing method between june 2014 and october 2020. Pancreatic transection was performed using a reinforced reload with tri-staples with the black cartridge. The pancreas was slowly compressed with the stapler at the transection site, and the jaws of the stapler were closed for 1¿3 min. After closing the jaws, the pancreas was compressed for another 3 minutes. There were 73 patients in the study including 50 patients who also underwent splenectomy. Complications included: postoperative pancreatic fistula, intra-abdominal abscess and postoperative hemorrhage. Reoperations and readmissions were reported. There were 2 patients that were not included in the study because procedure was converted to an open hand-sewn procedure due to stapling failure resulting in severe damage to the pancreatic parenchyma.